Event description:
It was reported that during a laparoscopic gastric bypass procedure, the first firing of the device with the blue reload (on stomach), the surgeon closed the closing trigger, compressed and waited for fifteen seconds. He then squeezed the firing trigger and fired. Upon releasing the button after firing, it was noted that only approximately 1cm of the 45mm cartridge had stapled while the remaining cut only, leaving a large defect and bleeding. There were no open, formed or malformed staples anywhere to be seen. It would appear there were an inadequate amount of staples in the reload. The procedure was prolonged 10 minutes. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Date sent: 05/07/2010. Information anticipated, but unavailable at this time.